Event description:
Event: (cc# 97-01345) the iab leaked. This was the only info at the time of the report. On 12/18/1997, the following was reported to datascope: during iab insertion, the physician thought the balloon had a hole in it. While inserting the balloon, blood was noted coming up through the balloon. The cardiac cath lab manager told the physician that the blood was coming through the wrapping of the balloon but the physician did not agree with him. The physician requested to use another iab. [Event complications]: unknown - reported 11/7/1997 and 12/18/1997. [Pt's current status]: unknown - rpt'd 12/18/1997.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for position 2: 1738 device label code for f10. Position 3: 1701